Manufacturer narrative:
Sections d9 and h3 were updated. The reporter's test strips were provided for investigation where they were tested using retention controls and a retention meter. Testing results (qc range = 2.3 - 3.5inr): qc 1: 2.3 inr. Qc 2: 2.3 inr. Qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). A nurse tested herself on the meter and the result was 1.1 inr. The result from the laboratory using an unknown reagent was 1.7 inr.